Event description:
As reported by the edwards clinical specialist (cs), following deployment of the first 26mm sapien valve via a transapical approach, the post deployment echocardiogram (tee) showed 2+ ai made up of a large jet of central regurgitation + large jet of paravalvular leak (pvl). The team decided to post-dilate with 1cc added; no change was noted. A second 26mm sapien valve was placed, slightly more ventricular position (60:40) than the first sapien valve. A repeat echocardiogram (tee) showed the pvl had resolved and the central ai had reduced to trace. The patient was transferred to the critical care unit in stable condition. The aortic insufficiency was attributed to a large chunk of calcium that was located within the annulus. Per report, both the aortic valve and aortic root were moderately calcified. The patient did not have ventricular septal hypertrophy and the ejection fraction was 65%. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Although it cannot be confirmed, per the physician a chunk of calcification that was located in the native annuls may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.